Event description:
Customer alleged left head siderail switch cable has been rubbed so often that the cable insulation has bed opened allowing bare wires to show, this has resulted in the left turn assist not operating. Customer states it was due to the cable routing at time of manufacturing.

Manufacturer narrative:
Customer replaced the left head sensor cable to resolve the issue with the cable being cut due to incorrect routing.